Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated no intervention will be performed at this time and the ra lead remains in service. The patient¿s right ventricular lead is functioning appropriately for the patient. No adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this patient presented to the hospital feeling dizzy and tired. Review of their system indicated low right atrial (ra) lead amplitude measurements and high ra thresholds. All ventricular parameters were acceptable and no further abnormal measurements were observed with the system. The physician suspected the ra lead had dislodged. At this time the ra lead was reprogrammed and remains in service. No adverse patient effects were reported.